Event description:
Customer called for parts and repair info. The reporter said that the device would not charge. Found during testing. There was no pt use associated with this event.

Manufacturer narrative:
The reporter stated the device was strapped because it was beyond its useful life several attempts to contact the reporter and continue the investigation have been unsuccessful. If further information becomes available, a follow-up report will be submitted.